Manufacturer narrative:
The subject device was evaluated and the customer allegation was confirmed. Flickering image was observed due to a faulty cable. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The DHR confirmed that the subject device was shipped in accordance with the specifications. Based on the investigation, no nonconformances were found. A definitive root cause cannot be identified. The most probable cause of the complaint is traced to component failure, which is expected or random component failure without any design or manufacturing issue. To mitigate risk/harm to the patient and damage to the device, the instructions for use provides the following: "if an abnormal endoscopic image/function occurs and returns to its normal condition by itself, the equipment has malfunctioned. In this case, immediately stop use and slowly withdraw the endoscope from the patient. Continued use of such equipment may cause more severe damage to the equipment and/or patient injury, such as bleeding or perforation." Olympus will continue to monitor field performance for this device.

Event description:
This report is being supplemented to provide additional information based on device return evaluation and the legal manufacturer's final investigation.

Event description:
It was reported that, the subject device image freezes and that the cord on the camera head glitches when moved. The issue occurred during procedure and the hysteroscopy diagnostic procedure was completed using the same set of equipment. The procedure was not extended. There were no reports of patient harm. Image freezes/ and a real-time image is not available image freezes/ and a real-time image is not available. The cord on the camera head when you move the cord it gives glitching on the image.

Manufacturer narrative:
The device has not been returned by the customer to date. The investigation is ongoing. A supplemental MDR will be submitted upon completion of the investigation or if additional information is received.